Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced problems with their heartmate 3 system controller. The pump parameters could only be displayed on the controller's screen after "display button" several times. The "pump running symbol" also flickered from time to time. The controller was replaced with a new one.

Manufacturer narrative:
Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported event the buttons on the user interface and the pump running symbol not functioning properly was confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis in unremarkable condition, and a log file was downloaded (d3051033) for review that showed events spanning approximately 3 days (18feb2024 ¿ 20feb2023, 05mar2024 per timestamp). There were no other notable alarms active in the log file. The controller was connected to a mock loop, test power module and test system monitor. The system controller was able to support pump function however, only half of the pump running symbol remained illuminated. Additionally, the buttons on the user interface did not function as intended and needed to be pressed several times to function. The user interface (ui) was replaced, and the controller functioned as intended without any issues. The replaced ui was connected to a test controller and the issue was reproduced; thus, isolating the event to the ui. While disassembling the controller the ribbon cable connector had become detached and further evaluation of the solder pads did not reveal any lack of solder. A poor connection between the ribbon cable connector and the ui would result in the observed issues. A root cause for the reported event was determined to be a damaged ribbon cable connector on the user interface side; however, a root cause for the damage was not conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications and was shipped on (B)(6) 2024. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.